Manufacturer narrative:
Manufacturing site evaluation: the kerrison punch was analyzed by microscope and hardness tested. The analysis of the fracture pattern illustrates a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rapture. The hardness test confirmed the pre-set values. Set point: 420 +110 hv5. Results: 470 hv5 and 500 hv5. Based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. This kind of instruments is designed for delicate use only. A mechanical overload situation led to the breakage. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. Corrective/preventive action: not required.

Event description:
Country of complaint: (B)(6). Kerrison broke during surgery. Piece was retrieved by the surgeon, no patient injury, ther was a short delay.

Manufacturer narrative:
U.s. Reporting agent notified on : (B)(6) 2015. Manufacturing site investigation: investigation on-going.